Event description:
The pt's family member called to ask what hi on the suspect device meant. Pt's family member was educated on the result being over the reportable range of the device and that the blood glucose was greater than 600mg/dl. Family member then stated that pt had died from complications of diabetes. Pt went into the hospital and glucose was too high for the lab to give a result. Family member then said they were trying to find out the severity of pt's condition because pt had not disclosed their condition. The suspect device was replaced with new product and then authorized for return to the MFR for eval.